Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, unknown side rupture. And exchange from textured to smooth implants, due to the patients concerns with the product. Device remains implanted.